Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and a mesh was implanted. It was reported that the patient underwent a transvaginally removal of vaginal mesh, and oversewing the vagina with diagnostic cystoscopic examination on (B)(6) 2009, due to residual vaginal mesh with bleeding and pelvic discomfort, status post colposacropexy. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and a mesh was implanted. It was reported that patient underwent removal of vaginal mesh and over sewing the vagina with diagnostic cystoscopic examination, due to residual vaginal mesh, bleeding, pelvic discomfort, status post colposacropexy, status post abdominal removal of vaginal mesh with residual vaginal mesh still evident on vaginal mucosa on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapse and cystocele. It was reported that following insertion, the patient experienced extrusion, infection, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2005 due to cystocele repair and excision of mesh erosion. It was reported that patient underwent a mesh removal on (B)(6) 2008 due to pain and eroding mesh. (B)(4).